Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that during use of the bd cor gx instrument, "results don't match" on a clinical sample. Hpv-16 was detected with other targets "indeterminate" and "undetectable." A confirmation test was then performed and hpv-51 was also detected. There was no report of patient impact.

Event description:
It was reported that during use of the bd cor gx instrument, "results don't match" on a clinical sample. Hpv-16 was detected with other targets "indeterminate" and "undetectable." A confirmation test was then performed and hpv-51 was also detected. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.